Manufacturer narrative:
D2a common device name- corrected 'intracranial coil-assist stent.' D2b product code: corrected to 'qca.' D4 gtin: corrected to '(B)(4).' D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent device is not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the subject stent device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated the there were adverse consequences to the patient resulting in headache, nausea, confusion, stroke, ischemic, ipsilateral distal vessel, embolic minor requiring new hospitalization. The patient remains in hospital. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the reported 'patient stroke' , 'patient headache serious', 'patient intercranial hemorrhage' and 'patient neurological deficit'.

Event description:
It was reported that the patient presents to ed (emergency department) with headache, nausea and confusion on (B)(6) 2024. Magnetic resonance imaging (MRI) scan on (B)(6) 2024 shows acute multifocal punctate cerebellar stroke and acute sah (sub arachnoid hemorrhage). According to the physician, the adverse events were related to retreatment of the aneurysm with stent/coil embolization on (B)(6) 2024. Cannot specify if it was related specifically to the subject stent or coils. The outcome was resolved without sequelae.

Event description:
It was reported that the patient presents to ed (emergency department) with headache, nausea and confusion on (B)(6) 2024. Magnetic resonance imaging (MRI) scan on (B)(6) 2024 shows acute multifocal punctate cerebellar stroke and acute sah (sub arachnoid hemorrhage). According to the physician, the adverse events were related to retreatment of the aneurysm with stent/coil embolization on 19-mar-2024. Cannot specify if it was related specifically to the subject stent or coils. The outcome was resolved without sequelae.

Manufacturer narrative:
This is 1 of 3 reports.